Event description:
The product was used on an epilepsy pt and the depth electrode were implanted. The surgeon explained that he noticed blood in the tubing of the electrode immediately after implantation. The following day, the depth electrode with the blood in the tubing was not operating properly. They were able to localize the pt despite the defective electrode. There was no pt injury and delay in surgery. Additional inf was received from the customer on (B)(6) 2014 with the following. The depth electrodes were implanted and not working properly (with the blood in the tubing) on (B)(6) 2014. The user did not check the depth electrode intraoperatively if it initially worked after it was implanted. Pt age was not provided. The product problem was discovered in the neicu after the electrode was connected to the acquisition unit. The depth electrode "not working properly" was described as the contacts appeared to have flat lines and was not picking up any signal. Blood appeared to be seeping into the inner tubing of the electrode. The cable was switched out but it still did not work. The date of the resection was on (B)(6) 2014. There was no adverse pt consequence due to the defective electrode. The customer reported that had this electrode been working, "we would have had more info localize. This electrode was placed in the area of amygdala. The localization did not suffer as a result of this electrode not working as there were more electrodes in the vicinity. We were able to monitor from other electrodes in the area". The pt had a partial temporal lobectomy and hippocampectomy.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.